Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A customer reported low pressure alarm on a compressor mini. A service engineer verified the issue and found a broken tubing. The problem was solved by using the 10000 hour maintenance kit. The broken tubing was not returned for further investigation. Note. Compressor tubing is replaced when performing 10000 hour maintenance. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The most probable root cause for this malfunction is that the reported unit was not maintained correctly, causing the tubing to wear out.

Event description:
It was reported that the air pressure was too low from the compressor. There was no patient harm. Manufacturer ref.#: (B)(4).